Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the reported death. Based on the provided information, it could not be determined if there is a causal relationship between the death and the liberty cycler. Although there are no allegations or malfunctions against the liberty cycler, it is unknown if the patient was completing therapy at the time of death. Should additional information be made available this clinical investigation will be updated. The device was not returned to the manufacturer for physical evaluation, and the serial number could not be obtained. An investigation of the cyclers delivered to the customer were reviewed and a serial number could not be identified. As the device was not returned and the serial number is unknown, a device evaluation could not be performed.

Event description:
This is a report of a peritoneal dialysis patient who passed away. The cause of death was reported to be due to an unspecified pre-existing condition. It was unknown if the patient was in the hospital when they passed away. Peritoneal dialysis therapy was ongoing up until the time of death. It was unknown if the patient was connected to the device when they passed away. Additional information was requested but was unavailable.

Manufacturer narrative:
Additional information provided: follow up information was received from the nurse related to the reported event. It was verified that the patient was not connected to the cycler when they passed away. It was noted that the patient had previously been hospitalized for a gastrointestinal bleed the previous month during which the patient was diagnosed with mild gastritis. The day before the patient expired, the patient had fallen out of their bed and was found with incontinence of large amount of black stool and coffee ground emesis. The patient was taken to the hospital and presented as hypotensive with a blood pressure in the 60s and lactate 9.8. The patient was also experiencing an exacerbation of wegener's with fatigue, malaise, decreased appetite and weakness. During their hospitalization, the patient was treated with vitamin k to reverse the effects of warfarin that the patient had been taking. Per the nurse, the patient subsequently passed away the following day while in the hospital. Should additional information become available, a supplemental report will be submitted. The clinical investigation was reevaluated upon receipt of additional information from the peritoneal dialysis registered nurse. Currently, there is no documentation to show a causal relationship between the patient¿s gi bleed, exacerbated wegener¿s granulomatosis, and subsequent death and the use of the liberty cycler. It remains, that there is no allegation of a malfunction with a fresenius product that could have caused or contributed to the reported events. The patient¿s pre-existing conditions were the cause of the hospitalization and subsequent death. Wegener¿s granulomatosis has been known to cause patients to develop permanent organ damage with gi bleeding being an early manifestation of the disease. Should additional information be made available this clinical investigation will be updated.